Event description:
The customer reported that following the completion of a urinary examination procedure, his olympus halogen light source¿s base was noted burnt. This event had no impact on the patient or the procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was not confirmed. The lamp base was not burned; however, the lamp socket was found broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage to the lamp socket affected normal lamp lighting which led to burning of the light source base. However, the specific root cause of the lamp socket damage could not be identified. Olympus will continue to monitor field performance for this device.